Event description:
It was reported that the patient's ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a long time ago.